Event description:
Reportedly, a premature battery depletion is suspected. The subject defibrillator is not interrogable anymore. On the remote monitoring report dated on (B)(6) 2025, the battery voltage was 2.79v and 2.03 early august.

Event description:
Reportedly, a premature battery depletion is suspected. The subject defibrillator is not interrogable anymore. On the remote monitoring report dated 8th july 2025, the battery voltage was 2.79v and 2.03 early (B)(6).

Manufacturer narrative:
Analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned crtd didn¿t reveal over-consumption. The battery analysis revealed 2 clusters were found inside the battery. Both clusters were in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.

Manufacturer narrative:
Analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned crtd didn't reveal over-consumption. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, a premature battery depletion is suspected. The subject defibrillator is not interrogable anymore. On the remote monitoring report dated 8th july 2025, the battery voltage was 2.79v and 2.03 early august.